Event description:
The customer reported via phone call that the insulin pump buttons were responding but hard to press. The customer does not recall any significant events leading to the keypad issues. Customer's blood glucose was 112 mg/dl. It was found in the alarm history that the insulin pump alarmed low reservoir and no delivery however customer declined to do troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.